Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer's reference number: 2938836-2019-05153, 2938836-2019-05154, 2938836-2019-05156. It was reported that the patient presented in clinic because of heart failure. It was noted that extreme twiddler's syndrome caused the leads to be pulled back from the device. The rv and lv leads were explanted, but the ra was capped on (B)(6) 2019 because the lead was unable to be explanted. When attempting to re-implant the device, r wave amplitudes had differed significantly from previous measurements and loss of rv capture was observed. After multiple attempts to clean the header, the device was also explanted and replaced. The patient was stable.